Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09295. The pt is implanted with two percutaneous leads (from different lots). It has been reported the pt has been unable to increase stimulation using her programs. A full parameter diagnostic indicated invalid impedance values on several contacts. The pt also reported, she experienced a fall in (B)(6) 2011. X-rays did not reveal fractures or disconnection of the leads. Sjm representative was able to reprogram to obtain some coverage. However, surgical intervention will be undertaken at a later date to revise the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.